Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d4, g4, g7, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. As the olympus repair department was unable to reproduce the error, and based on the results of the investigation, the probable cause is likely a temporary failure caused by aging of lamp.

Manufacturer narrative:
Evaluation of the device determined that the reported lamp error 102 was not confirmed. The unit¿s ventilation fans were observed to be functioning normally. The lamp hours were observed to be at less than 50 hours and the light output are within specifications. The unit passed all functional testing with no issue observed. Based on evaluation findings the reported issue was not confirmed. The error e102 refers to the main lamp shutting off due to increased temperature. Although the reported issue was not confirmed, customer was advised to keep the unit well ventilated and to not block the vents on the back of the unit. No further issue reported. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device exhibited lamp error 102 error message. The issue occurred during reprocessing. There was no patient involvement on this event. No user injury reported.